Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultra2 meter was giving her erratic meter readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the inaccuracy issue first occurred in 2009 at an unspecified time. She had obtained blood glucose results of "103, 183, and 71 mg/dl" on her meter within a time period greater than 20 minutes. It was noted that the pt manages her diabetes with oral medications but the pt denied taking any actions in regards to her diabetes care after obtaining these alleged inaccurate meter readings. She claimed that 2 hours after the alleged issue occurred, she developed a headache and was sweating. It is not known if the pt tested on her meter while experiencing these symptoms. It would also be helpful to know about her health conditions, activity levels, and food intake prior to the onset of her symptoms. The pt denied receiving any form of treatment. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. The time difference between the reported results was greater than 20 minutes, which does not meet lifescan's precision criteria. Based on the provided info at this time, there was no evidence that the product malfunctioned. However, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after obtaining erratic meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.